Event description:
Additional information received reported the pump was alarming. The motor stall recovered after 1 hour and 47 minutes. There was no patient injury and the patient was taking oral baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a motor stall without recovery. The patient had an MRI and then went to the clinic for a refill. Upon interrogation, a motor stall was discovered with no recovery. The patient's pump contained preservative free normal saline (pfns) only and no medication; there were no patient symptoms related to the stall. The pump logs were going to continue to be checked for possibly motor stall recovery. Outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).